Event description:
Anchor was inserted into glenoid as normal with sutures passed around labrum. When doing a final scope check of the repair the anchor had snapped, leaving the anchor tip in the joint. This was successfully removed and kept for analysis. As multiple anchors were used for this case the box was not kept for lot codes as the staff were unsure of which box the anchor belonged to. The patient was not harmed and another anchor was inserted. E-mail sent requesting device (B)(6) 2011.

Manufacturer narrative:
Only the tip of the anchor was returned for evaluation. The anchor appears to have broken at the eyelet. The break is angular in nature and is slightly bent. The investigation was limited to the physical condition of the anchor and the information provided. No conclusion could be made for the reported device failure. No further investigation is warranted at this time. (B)(4)